Event description:
This catheter was being utilized for a diagnostic cardiology procedure when a dissection of the right coronary artery occurred after the catheter was seated. The pt rec'd medical/surgical intervention.